Event description:
It was reported that patient presented in clinic for right atrial (ra) lead extraction due to lead noise oversensing. During procedure, visual examination of the ra lead showed a slice in the insulation. The ra lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of over sensing noise and insulation damaged were confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found an external abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve impression consistent with friction to device can. The outer insulation was found cut and damaged at 2.6 cm, 10.1 cm, 14.5 cm, 16.4 cm, 20.6 cm, and 23.8 cm from the distal tip. The cause of the reported event of over sensing noise was due exposer of the outer coil at the abrasion zone.